Event description:
A biomedical engineer reported that during surgery, the laser controller shutter of the embedded laser was stuck. They exchanged the unit for a table top model and the surgery was completed. There was no patient harm.

Manufacturer narrative:
The company representative examined the system and verified the system message (sm) reported in the system's event log. The company representative tested the laser with 4000 shots and no problems were found. The company representative turned the bumpers on the shutter assembly. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).